Event description:
I recently purchased a lancing device through amazon (product asin b0dt7714hx) and when it arrived it did not work. Not only that, but it did not have any FDA markings on the packaging or any info on FDA approvals in the box. The company (ucunez) is based outside the us and it made me curious if it was not a company or device cleared by the FDA. As I suspected, when I went to search for the company and product in the FDA registry, it was not present. The product is being sold as a medical device without having been approved/cleared by the FDA. I am reporting this in hopes that someone at the FDA will be able to prevent someone from being hurt or taken advantage of by this company, who currently blatantly operates with little to no accountability and in defiance of the FDA requirements for products sold in the us.